Event description:
The patient had stent fracture and thrombosis.

Manufacturer narrative:
The target lesion was the proximal to mid right coronary artery (rca). The vessel was a chronic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was approx 40mm and vessel diameter was 3.5mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.5 x 20mm balloon at 8atm for 20 seconds. A 3.5 x 23mm cypher stent (lot i0705072) was implanted at 20 atm for 30 seconds. A 3.5 x 18mm cypher stent (lot i0805177) was implanted at 20 atm for 30 seconds proximal to the 1st cypher stent. The two stents were overlapping each other. Post-dilatation was not conducted. Ivus was not conducted. The residual percent of stenosis was 0%. Timi flow was zero before the procdure and 3 after the procedure. Act was not measured. A year and a half later, the pt complained of chest pain and was brought to the hosp as an emergency. Coronary angiography was conducted and stent fractured and thrombus were observed in the implanted 3.5 x 18mm cypher. To treat the thrombus, aspiration was conducted. Then, a driver stent was implanted inside the cypher stent. Inflation time and pressure were unknown. Physician indicated that the cause of the thrombotic event was because the stent was fractured. The cause of the stent fracture was because lv contractility increased due to aortic valve replacement which lead to increased hinge motion at the site of cypher implant. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00471. This device (lot i0705072) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.